Event description:
It was reported that the ventilator when changes to settings are made, settings jump around. The navigation ring was faulty. There was no patient involvement. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes the reported navigation ring failure.